Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00966. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 6 months. Manufacturer's investigation conclusion: the pump remains implanted supporting the patient. Although the reported pump stoppage events were confirmed through evaluation of the submitted system controller log file, a specific cause could not be conclusively determined. X-ray images of the patient's driveline were reportedly unremarkable. No further related events have been reported to the manufacturer. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that interrogation of the patient¿s lvad system revealed pump stop on (B)(6) 2018 at 11:42 am. The patient was asymptomatic. The submitted log file was reviewed by technical services and revealed abnormal speed drops with pump stoppages on (B)(6) 2018 at 11:42:52 am only while the lvad system was connected to battery support. Per technical services, there were two potential causes of the momentary pump stop. One was the occurrence of a high current event. The pocket system controller was designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A high current event could be caused by either power spikes, or a thrombus the second potential cause of the pump stop was the percutaneous lead. Technical services reviewed the submitted percutaneous lead x-ray and found it to be unremarkable. On (B)(6) 2018, it was reported that the patient was refusing to be admitted. The vad coordinator was awaiting direction from attending. Additional information was requested, but none provided.